Event description:
The manufacturer received information alleging a ventilator auto powered on and was unable to be powered off. The power button appears to be inoperable. A service required alarm condition was observed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator auto powered on and was unable to be powered off. The power button appears to be inoperable. A service required alarm condition was observed. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was confirmed although a specific failure was not confirmed. Some parts were found to be damaged. No clarification of which parts were affected. There were several alarms noted that indicated the internal battery charge was depleting. These alarms occurred as designed to alert the caregiver the device needed to be plugged into power. The internal battery was replaced preventative, and the detachable battery was missing and was replaced. No malfunction of the device was specified. The device's filter was contaminated and was replaced. The device was tested and passed all final testing.